Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument revealed that the cover tube which encases the shaft was rotated out of alignment. Functional testing found that the instrument could not be loaded with a loading unit due to the misaligned cover tube. The cover tube was reseated in its proper position and the instrument was found to load, clamp, cycle, articulate, un-clamp, and unload without difficulty. A pmv reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding as it was applied to test media, all remaining staples were applied and test media was transected. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of this condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler locked and damaged the load. There was no patient injury reported.